Manufacturer narrative:
Dc bead with irinotecan was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Ingress of embolizing agent into the cystic artery caused an acute cholecystitis [cholecystitis acute] grade 1-2 diarrhoea, grade 4 diarrhoea [diarrhoea] grade 1-2 leukopenia [leukopenia] disease progression [disease progression] acute pancreatitis [pancreatitis acute] ingress of embolizing agent into the cystic artery [device deployment issue] case description: initial information received on 09-jun-2015 and considered as non-valid: this spontaneous literature medical device report was published in 2014 in the journal vestnik rentgenologii I radiologii by skupchenko a.v. Et al., with the title "chemoembolization for unresectable colorectal liver metastases with drug-eluting microspheres" and concerned 32 patients (average age 65 years old). The patients' medical history included colorectal cancer with hepatic metastases. No concomitant medications were reported. On unspecified dates, between 2008 and 2013, the patients underwent chemoembolization of hepatic artery for the hepatic metastases from colorectal cancer with dc bead microspheres (lot numbers and expiration dates not reported). The treatment group included patients not considered for surgery with predominantly intrahepatic metastatic lesions and signs of disease progression after at least one line of systemic chemotherapy. One day before the operation, the patients were administered up to 1000 ml intravenous fluids. Embolization was performed with 100-300 microm dc bead microspheres loaded with 100 mg of irinotecan. One embolization cycle used 1 to 2 vials of microspheres and 100 to 200 mg of irinotecan. Embolization of the right and left lobar arteries was performed consecutively in 27 cases and simultaneously in 5 cases. The procedure was considered complete upon achieving a stasis in the segmental branches of the hepatic artery. The embolization procedure was performed under epidural anaesthesia and intravenous sedation. The number of embolization cycles varied from 1 to 3. Narcotic and non-narcotic analgesics, antibiotics and h2 receptor blockers were administered in the postoperative period to prevent the post-embolization syndrome. CT imaging was performed one month or less before initiation of the treatment and 3, 6, 9 and 12 months after its completion. Tests for cea and ca 19-9 tumors markers were also performed on the same schedule. On unknown dates, two to three days after the embolization procedure, four patients presented ingress of embolizing agent into the cystic artery [device deployment issue] causing an acute cholecystitis [cholecystitis acute]. Two cases were managed by percutaneous cholecystectomy, the remaining two were treated conservatively. In one case, the patient developed an acute pancreatitis [pancreatitis acute]. Grade 1-2 diarrhoea was observed in 8 patients, grade 4 was observed in one patient [diarrhoea]. Grade 1-2 leukopenia was observed in 3 patients [leukopenia]. On unknown dates, at 12 months after initiation of the treatment, signs of disease progression were observed in all patients [disease progression]. Median time to disease progression was 225 days. The outcome of the events were not reported. The reporter did not provide an assessment of the events seriousness and assessed the event acute cholecystitis as related to dc bead treatment. The reporter did not provide a causality assessment for the other events acute pancreatitis, diarrhoea, leukopenia, and disease progression, but concluded that chemoembolization of colorectal cancer metastases with drug-coated microspheres may be considered an effective and safe method of palliative treatment of patients with hepatic metastases of colorectal cancer. The company considered the event cholecystitis acute as serious (medically significant). The company considered the events disease progression, diarrhoea, leukopenia, pancreatitis acute and device deployment issue as non-serious. After multiple attempts of follow up to obtained further information, the case is considered lost to follow-up. No device failure has been identified as a result of these adverse events. It has been assessed that no corrective action is necessary at this time and the report is considered final. Upon internal review, the case was reassessed as valid. Case comment: cholecystitis acute, pancreatitis acute, disease progression and device deployment issue were considered anticipated according to the current dc bead instruction for use, whereas diarrhoea and leukopenia were unanticipated. The company considered device deployment issue not as an adverse event per se but a risk of any therapy and it is reported in the current dc bead instruction for use. The cholecystitis acute was caused by the ingress of embolizing agent into the cystic artery, therefore was a complication related to the treatment. The events pancreatitis acute, diarrhea and leukopenia were well known consequences of irinotecan treatment, but a contributory role of dc bead cannot be excluded. The event disease progression was an unfortunate normal course in oncological patients more than a treatment related complication.